Manufacturer narrative:
Concomitant products : 6947-58 lead, implanted: (B)(6) 2009; 4076-52 lead implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular leads - which were y adapted - triggered an impedance warning for low pacing impedance. The lead trends were reviewed and noted to consistently have been lower due to the y adaptor configuration and so the impedance alert was programmed off and the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.